Event description:
Same event as MFR report #3005099803-2008-01359. It was reported that during an unspecified urological procedure balloon bursts occurred. A u2q/5-10/5.8/75 uromax ultra balloon catheter had been selected for use during the procedure. At an unspecified time, the balloon burst. A u2q/5-10/5.8/75 10cc liwg uromax ultra kit was selected with a balloon burst also occurring at an unspecified time during the procedure. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: as the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. Taking into consideration the thorough evaluation and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.